Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: description of issue: after secondary infusions are completed, the nurses are seeing air bubbles in the primary line. Customer provided two (2) possible lot numbers: lot number 0061703780; production date: 11/08/2019; expiry date: 10/31/2022. Lot number 0061708294; production date: 11/26/2019; expiry date: 10/31/2022.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.